Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-32024. During an in-clinic follow-up, the right ventricular and right atrial leads were noted to be dislodged. The dislodgement was confirmed via x-ray examination. The leads were explanted and replaced. The patient's condition was stable.